Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device dislodged or dislocated was confirmed. The reported failure to advance could not be tested as it was due to the operational context of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. Additionally, the investigation was unable to determine a conclusive cause for the reported device dislodged or dislocated. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a circumflex (cx) artery with no tortuosity and no calcification. The patient had a previously implanted stent in the 1st obtuse marginal (om) artery and it was noted that the struts were protruding a little. The 3.5x23mm xience skypoint stent delivery system (sds) was attempted to be advanced but failed to reach the target lesion due to the resistance with the previously implanted stent. The sds was removed, however, the stent came off the balloon after it was outside the anatomy on the back table. The procedure was aborted and the patient was sent home to be rescheduled at another facility. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.